Manufacturer narrative:
Unique identifier (UDI) number added. Device evaluation: the service engineer evaluated the ventilator and performed the required preventative maintenance on the ventilator. The ventilator passed all testing to meet manufacturer specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator oxygen sensor was not working. There was no patient involvement at the time of the reported condition.